Event description:
It was reported while using bd cathena¿ peripheral IV catheter safety needle 24 g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: pivc leaking near hub of catheter flushed after insertion. Piv was removed and pt was re-stuck. Upon inspection of catheter, leaking was noted just below the hub on the catheter.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ peripheral IV catheter safety needle 24 g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: pivc leaking near hub of catheter flushed after insertion. Piv was removed and pt was re-stuck. Upon inspection of catheter, leaking was noted just below the hub on the catheter.